Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. Getinge service was not requested in connection with the reported event. However, a getinge field service engineer (fse) was subsequently dispatched to the customer¿s site to perform a scheduled preventative maintenance (pm) on the iabp. The getinge fse performed the pm and replaced the battery and safety disk due to prescribed preventive maintenance interval. The iabp unit passed all functional and safety tests per factory specifications; was returned to the customer and cleared for clinical use.

Event description:
It was reported that during in-service training provided by a getinge company representative, the cs300 intra-aortic balloon pump displayed a battery maintenance required message. There was no patient involvement, thus no adverse event was reported.